Event description:
Complainant alleged that during biomed testing, the device did not display a "defib pad short" message when the multifunction cable was connected to the test socket. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.